Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a high out of range shock impedance measurement of greater than 125 ohms. Surgical intervention was performed and the rv lead was observed to be difficult to remove from the header of the device as well as from its original implant position in the heart. After troubleshooting, the rv lead was eventually explanted from the patient. The rv lead was thought to have fractured, thus causing the high impedances. No additional adverse patient effects were reported.